Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the lead safety switch (lss) had been triggered for this system due to a pacing impedance measurement greater than 3000 ohms on the atrial channel. Additionally, no capture could be obtained. The physician elected to leave the atrial channel programmed to unipolar configuration. No adverse patient effects were reported.